Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon evaluation the electrode belt cable was found to have internal wire damage within the electrode belt cable between the distribution node and ECG b. The cause for the internal damage cannot be positively determined. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female patient contacted zoll customer support service to report that the patient was receiving constant alarms. The patient was provided with a replacement electrode belt.